Manufacturer narrative:
(B)(4). Physio-control has provided the customer with the part number and pricing information for a replacement therapy connector assembly. The customer has not provided information to physio-control regarding the status of the replacement of the therapy connector assembly. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that the therapy connector assembly had a broken connector pin lodged inside. This broken pin was from the connecting therapy cable assembly and because of this broken pin, the device would not recognize the connection of the cable itself. Without this recognition, the device could not deliver defibrillation therapy. There was no patient use associated with the reported issue.